Manufacturer narrative:
Eval, method: device history record (DHR) review performed. Results: the DHR review showed that no similar issues were found during the manufacturing or packaging processes of this lot. Conclusions: CAPA (B)(4) was opened to address the issue of staples jamming. If additional info is received, a follow-up report will be sent.

Event description:
The event is reported as: the device was jamming during use on a pt. No pt injury reported.